Manufacturer narrative:
(B)(4). Correction: device return status. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficult to remove protective sheath.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the protective sheath could not be removed from the 3.5x15 mm nc trek rx balloon dilatation catheter (bdc). The nc trek bdc was not used for the procedure. There was no patient involvement and no clinically significant delay in the procedure. An unspecified bdc was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrections: it was initially reported that the device would not be returning for analysis; however, the device was returned. Result codes and conclusion codes were removed. Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported difficulty removing the protective sheath. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device performance with regards to the difficulty with removing the protective sheath appear to be related to normal variation found in manufacturing. There was no indication of a product quality issue. The performance of these devices will continue to be monitored.